Event description:
It was reported that the patient has been feeling light headed and dizzy almost to the point of passing out for the last 10 days. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.